Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was not evaluated for the undetected upstream occlusion but was evaluated and serviced for an air in line alarm . The upstream sensor was replaced due to low fluid numbers. Additional information: (B)(4).

Event description:
It was reported that a spectrum pump had failed to detect an upstream occlusion. It was also reported there was no patient involvement.